Manufacturer narrative:
(B)(4). This device was not returned to baxter for evaluation, however, a baxter field service technician repaired this device at the customer site. Device evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required the replacement of a battery harness assembly with safety. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed by service through the event history. This complaint is an ancillary service event opened during investigation of master complaint (B)(4). The cause was determined to be a damaged battery harness. To correct the condition, the battery harness was replaced. If any additional information is received, a follow up MDR will be sent.